Manufacturer narrative:
On march 8, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 18, 2021 stated that the patient scheduled for bilateral replacements with unspecified implants on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 4, 2022 indicated that on physical examination showed the left implant was ruptured, intraoperatively the left implant was obviously ruptured and the right was intact. The patient underwent bilateral replacements as follow: l/ cat#: 3504001bc, sn#: (B)(6), r/ cat#: 3504001bc, sn#: (B)(6). This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 350cc saline on the left side, and unknown mentor saline on the right-side breast implant experienced bilateral deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.